Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; the trocar seal tore during a procedure. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). This file was confirmed to be a duplicate of (B)(4), manufacturer report number 9612501-2016-00987. The information from this file will be transferred to (B)(4) and this file will be voided.